Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer, manufacturer representative, and health care provider (hcp) reported that the patient had a trial done on (B)(6) 2014 and the stimulation they were getting felt strange. The patient was not feeling stimulation all the time and it was off and on. The patient went home and went to bed after implant and she was "really out of it." The patient started making adjustments the day after implant and was given instructions that she should be feeling stimulation all the time. The patient turned it all the way up to 10 and couldn't feel it. After waiting a while she felt it and it was like a little shock, it went away, and then it would come back again. If the patient changed body position, it didn't make a difference. The patient had urinary retention and had to catheterize every day. The patient did urinate, but didn't know how much each day. The patient felt the stimulation sensation in the tailbone area this morning, but now it was in the pelvic area. The patient was turning the device too high initially due to the incorrect perception that they were supposed to feel the stimulation. On (B)(6) 2014, the manufacturer representative talked to the patient and everything was working ok. The patient would follow up with the doctor later in the week. There was no known troubleshooting and the cause of the event was unknown. Surgical intervention of explant of the neurostimulator had occurred on (B)(6) 2014 due to the lack of effectiveness. There were no further problems with the device and the patient had the device removed due to lack of improvement in urinary retention. The device would be returned for analysis. The patient did not require hospitalization due to the event and the patient outcome was no injury and the patient recovered without sequelae.